Event description:
It was reported, that the helix of this lead self-retracted approximately two weeks after implant. The pacing impedance increased from 716 ohms to 2500 ohms, which is high out of range. The lead switched to unipolar configuration. And it exhibited failure to capture. The patient is not pacing dependent. And the plan is to replace the lead. However, there is no scheduled date for the procedure at this time. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the helix of this lead self-retracted approximately two weeks after implant. The pacing impedance increased from 716 ohms to 2500 ohms, which is high out of range. The lead switched to unipolar configuration and it exhibited failure to capture. The patient is not pacing dependent and the plan is to replace the lead, however, there is no scheduled date for the procedure at this time. The lead remains in service. Additional information was received. The patient underwent a lead revision where the lead was repositioned and remains in service. No additional adverse patient effects were reported.